Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the right ventricular channel while the patient was sleeping. The patient was asymptomatic. Lead revision was recommended. No further information is available.